Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
A customer reported that a patient received a coolsculpting elite treatment to the abdomen on (B)(6) 2025 using the curve 240 and curve 150 applicators and presented with paradoxical hyperplasia 4 post treatment.

Manufacturer narrative:
Additional information: b5, b3.

Event description:
Additional information was received from the provider, first symptoms started after the 3rd treatment in (B)(6) 2025 right under breasts. Two hard spots formed near the rib cage and proceeded to get worse. I was asked to add more treatments to help correct. In may and august, I had two more treatments which made it even worse. It then progressed to the middle of my stomach creating an abnormal band that was bigger and harder than when I started. My lower stomach also became hard. I was told to wait five months which I did, but the hardness and expansion did not get better and got worse. I became bigger than when I first started. Liposuction with abdominoplasty procedure was performed on (B)(6) 2026.

Event description:
A customer reported that a patient received a coolsculpting elite treatment to the abdomen on (B)(6) 2024, (B)(6) 2025 using the curve 240 and curve 150 applicators and presented with paradoxical hyperplasia 4 post treatment.

Manufacturer narrative:
Additional information: a3a, a4.